Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter break was found inside of the proximal end of the lock sleeve. Infusion was not implemented when the break was found. The catheter was placed for chemotherapy of pediatric cancer via the right brachial vein.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The sample was returned with a complete break in the catheter tubing at the 29cm depth marking and a small catheter segment was still attached to the connector assembly. It also appeared the groshong valve had been cut from the catheter at the distal end. Tactile evaluation of the catheter revealed extreme tensile weakness in the 1cm between the 28cm depth marking and break site (29cm depth marking). Additionally, the remaining small segment attached to the connector assembly contained extreme tensile weakness. Microscopic examination of the catheter ends revealed that the break site was rough, granular, and topographically complex which were all indications of a break. From the evidence observed it was likely that the catheter had been caught between the 29cm depth marking (possibly at the site of a catheter securement device) and the connector and subsequently pulled to the point of failure. No potential manufacture caused damage, defect, or deformity was observed during the course of the investigation.

Event description:
It was reported that the catheter break was found inside of the proximal end of the lock sleeve. Infusion was not implemented when the break was found. The catheter was placed for chemotherapy of pediatric cancer via the right brachial vein.